Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ¿ paroxysmal ablation procedure and the irrigation on the octaray¿ catheter was not connected to the catheter towards the end of the procedure. It is unknown when the irrigation was removed from the catheter. They checked the catheter, and there was some clotting. When the catheter was replaced, the problem was resolved and the case continued. There was no adverse patient consequence. Additional information was received which indicated that the suspected issue is with either the octaray¿ catheter or the octaray¿ irrigation tubing as it was suspected the tubing became disconnected at some point. The device was used in the patient. Ngen¿ pump was in use for ablation. No error was on the irrigation pump as the issue was on the octaray¿ tubing that it was not connected. To resolve this issue, they removed the octaray¿ and replaced it. Correct settings were on the ngen¿ generator and there were no issues with the flow rate at the start of ablation. When the octaray¿ catheter was removed, there were visible clots on the electrodes. The system presented no errors, and the physician noticed the irrigation to the octaray¿ was not connected. It is unknown if the patient is anticoagulated. The physician monitored activated clotting time (act) throughout the case and to the reporter¿s knowledge, it was not abnormal. At times, the octaray¿ was near ablation during the procedure.